Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as a valid product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.5. Hardware: iphone16.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. It was reported that the pod was leaking insulin. The patient's blood glucose levels reached 407 mg/dl while wearing the pod (abdomen) between 4 and 24 hours. Symptoms reported included stomach ache, nausea, vomiting, seizure, blurry eyesight and labored breathing, ultimately requiring ambulance transportation to the hospital. The patient was treated with two intravenous infusions including an insulin drip. The patient was released the following day ((B)(6) 2026).